Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 670 mg/dl. Prior to the event, the customer was getting no delivery alarms and felt nauseous. Troubleshooting was performed, and the daily totals did not match with the bolus totals. The insulin pump also did not pass the prime test. Advised the nurse that the insulin pump would be replaced. Nothing further was reported.